Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter (pm) contamination on two (2) exactamix syringe inlets. The pm was described as, ¿spot and fiber-like substance¿. This was noticed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11 h11: fourteen actual devices and two photographs of the sample was provided for evaluation. Visual inspection of the photo samples showed dark particulates and fiber-like substance were found in the packaging. Visual inspection of the returned samples showed dark particulates inside sealed packaging. The reported condition was verified. The cause of the condition could not be determined; however the cause was likely inherent to variations of the manufacturing and/or packaging process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.